Manufacturer narrative:
A synergy ii 3.00 x 32mm stent (finished goods batch #24987272) was returned for analysis. The 3.00 x 32mm stent was attached to the distal end of the balloon of a 3.00 x 12mm synergy ii stent delivery system (sds (finished goods batch #25042148). A visual examination of the stent found signs of stent damage. The entire stent was pulled and stretched distally so that only the most proximal end of the stent was attached to the distal end of the balloon. It was not possible to obtain a undamaged outer diameter (od) for this stent. The sds for the 3.00 x 32mm stent was not returned for analysis. (The 3.00 x 12mm stent had been successfully deployed inside the patient.)

Event description:
It was reported that device was explanted and stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 12mm synergy ii drug-eluting stent (des) was implanted in the distal lad and a 3.50 x 32mm synergy ii des was implanted proximal lad. However, during catheter removal of the distally implanted stent, it caught the proximally implanted stent. The proximal stent was then pulled out of the patient's body and was noted through the images that stent damage occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Event description:
It was reported that device was explanted and stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 12mm synergy ii drug-eluting stent (des) was implanted in the distal lad and a 3.50 x 32mm synergy ii des was implanted proximal lad. However, during catheter removal of the distally implanted stent, it caught the proximally implanted stent. The proximal stent was then pulled out of the patient's body and was noted through the images that stent damage occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that device was explanted and stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 12mm synergy ii drug-eluting stent (des) was implanted in the distal lad and a 3.50 x 32mm synergy ii des was implanted proximal lad. However, during catheter removal of the distally implanted stent, it caught the proximally implanted stent. The proximal stent was then pulled out of the patient's body and was noted through the images that stent damage occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.